Event description:
Boston scientific received information that the patient was admitted to the hospital for episodes of syncope. Patient is pacer dependent. During the device check, a loss of capture on the right atrial (ra) lead was observed, however impedance and pacing threshold measurements were stable. The battery status displayed elective replacement time (ert). A device routine device change out was performed and the right atrial (ra) lead was capped. A new device and lead were implanted successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The explanted device will be returned for analysis. The right atrial (ra) lead remains implanted and surgically abandoned. Once the device analysis has been completed this report will be updated.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.